Event description:
The pt presented with a distended open abdomen. The surgeon was able to close the abdomen most of the way, but there was still a small gap. He then placed xcm biologic as an overlay and attached the edges using a running stitch. Two days later, while the pt was still in the hospital, the device tore along the entire edge. The device was explanted. No outcome info is available as of the date of this report.

Manufacturer narrative:
Method code: (other): lot history records reviewed. Results code: no deviations were found during lot history records review that could have caused or contributed to the malfunction. Conclusion code: investigation: the device history records for knc lot number 95654 has been reviewed. There are no deviations related to the reported failure mode. Lot number 95654 is comprised of the lower level, part number 6445-32, lot number 95332. The DHR for lot numbers 95332 shows no deviations related to the reported failure mode. A review of device complaints reported to knc indicate no like complaints for lot number 95654, or the lower lot number 95332. Root cause: no specific root cause can be assigned. The device segments which tore could not be confirmed to meet product specifications by quantitative testing. Corrective actions: this failure is the first recorded for this lot. Based on mfg and distribution dates, it is believed, but not known, that add¿l devices have been consumed without incident, and that the risk for re-occurrence is within acceptable limits for this type of device. Kensey nash will continue to monitor for like re-occurrences and initiate appropriate actions as warranted.